Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The patient presented with chest pain and a clot was found. The target lesion was located in a saphenous vein graph (svg) to the right coronary artery (rca). The target lesion was treated with pre-dilatation using a 3.5 apex balloon and placement of the 4.00 x 20 mm promus element plus stent. A non-bsc mechanical thrombectomy device was introduced but there was resistance and the device was 'forceful' with the stent. The device was removed and stent deformation was noted. The deformed stent was treated with a 4.5 x 15 mm quantum maverick balloon and a 4.00 x 16 mm promus element stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).